Event description:
Customer reported a blood glucose result of 200mg/dl on advantage system 1 and "100-110" mg/dl on advantage system 2 & advantage system 3 within 10 minutes. He had 3 advantage meters, was unsure which was used in these comparisons. The 200 mg/dl was received using one vial of strips, he then compared to 2 other vials. Customer reported no symptoms or adverse event relative to these discrepancies, did not treat or act on results. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
This medwatch is for advantage system 1. Please see medwatch with patient identifier (B) (6) for report on advantage system 2, medwatch with patient identifier (B) (6) for report on advantage system 3.